Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was skin breakdown at the catheter access port and "potential pump erosion at catheter access port". The patient status was noted as alive with injury. It was reported two months later that there was erosion around pump, "erosion at skin site, skin breakdown". It was noted that the issue was not related to the catheter, not related to programming, not related to drug effects. A does adjustment occurred (B)(6) 2012 (exact date not reported) to 187mcg/hr (the previous dose was not reported) with "fair" results. It was also noted the "patient had replacement-erosion of skin around catheter continue to break down, and patient has skin breakdown- repair and stable at present time." It was unclear if there was pump revision or replacement. It was also unclear if the intervention had any effect on the skin erosion patient outcome noted as non-serious injury/illness. The device system was used to infuse baclofen.